Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that following implant of this right ventricular dextrus lead, post operative check noted r-wave measurements of 1.7 mv to 6.0 mv. Impedance and threshold measurements were consistent with numbers obtained during the initial procedure. The physician elected to revise the lead and it was successfully repositioned. No adverse patient effects were reported. The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.